Event description:
In 2007, this pt underwent an emergent procedure and was treated for acute pain associated with an abdominal aortic aneurysm pending rupture. Gore excluder aaa endoprostheses were implanted to resolve the issue. About 5 days later, this pt underwent a reintervention in which an iliac extender component was implanted to resolve a distal type I endoleak. The reintervention was successful and the pt is reported to be in good condition.

Manufacturer narrative:
Method - a review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions- distal type I endoleak. Also implanted in the pt (lot#05262801). The event also involves a gore introducer sheath, please reference medwatch 2017233-2007-00445.